Event description:
Three patient samples with discrepant sodium results. Patient 1, initial result gave 117 mmol/l; repeat gave 136 mmol/l. Patient 2, initial result gave 122 mmol/l; repeat gave 138 mmol/l. Patient 3, initial result gave 150 mmol/l; repeat gave 134 mmol/l. Initial results reported. Patients not adversely affected. The field service representative determined the cause to be air in the lines, and replaced ise tubing. Performance tests were performed and within specification.